Event description:
The patient had pain and was unable to fully extend their knee. He didn't listen/follow recovery instructions after surgery. At about 8 months post primary the surgeon decided to revise tibial tray, tibial insert, and femoral component from a gmk spherika to a gmk hinge. It is unknown why the surgeon decided to revise everything. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 dec 2024: lot 2316140: (B)(4) items manufactured and released on 27-sept-2023. Expiration date: 2028-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 09 dec 2024. Gmk-spherika 02.12. E0210fr tibial insert fixed sphere flex #2/10 mm r e-cross (k202022) lot 2242202: (B)(4) items manufactured and released on 14-dec-2022. Expiration date: 2027-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. Ka03r femoral component spherika cemented s3r (k211004) lot 2337643: (B)(4) items manufactured and released on 03-nov-2023. Expiration date: 2028-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.